Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the issue was discovered when the patient was presented in clinic for routine follow-up. The lead had exhibited loss of capture and low r-wave sensing. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead repositioning procedure, the physician was unable to deploy the screw after it was successfully retracted. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.